Manufacturer narrative:
Block a1: (B)(6). Block b3: date of event is approximated to (B)(6) 2021, mesh removal, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). Surgeon for mesh removal and total hysterectomy is dr. (B)(6). Block h6: patient code e2401 captures the reportable event of e0206, e1405, e1401, e2330 and e2006 captures the reportable event of unspecified mental, emotional or behavioural problem, dyspareunia, abnormal vaginal discharge, pain and erosion. Patient impact code of f19 and f1903 for the reportable event of surgical intervention and device explantation.

Event description:
It was reported to boston scientific corporation that an obtryx ii sling was implanted into the patient on (B)(6) 2018. The patient experienced complications and further surgery. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; other pain: bladder; painful intercourse; inability to have intercourse; offensive vaginal discharge; aggravated incontinence; psychiatric injury. Surgical interventions: on (B)(6) 2021, the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: removal of mesh & total hysterectomy. The procedure performed on (B)(6) 2018, was cystoscopy, endometrial ablation, obtryx sub-urethral sling, bilateral labiaplasty, clitoral elevation, right bartholin's gland removal for the treatment of dyspareunia, stress incontinence menorrhagia.

Event description:
It was reported to boston scientific corporation that an obtryx ii sling was implanted into the patient on (B)(6) 2018. The patient experienced complications and further surgery. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; other pain: bladder; painful intercourse; inability to have intercourse; offensive vaginal discharge; aggravated incontinence; psychiatric injury. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: removal of mesh & total hysterectomy.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.